Event description:
It was reported that balloon burst occurred. A 6.0 x 100, 135cm mustang balloon catheter was advanced for dilation. However, during the first inflation, the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure with no leaks noted. No issues were identified with balloon inflation or the balloon material. A visual examination of the marker bands identified no issues. A visual and tactile examination identified no issues with the shaft and tip of the device. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. A 6.0 x 100, 135cm mustang balloon catheter was advanced for dilation. However, during the first inflation, the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.